Manufacturer narrative:
The investigation for the reported issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 47-year-old male patient for mechanical circulatory support. It was reported upon placement of impella, the patient went into ventricular fibrillation and was shocked twice. Patient was stabilized and impella cp was explanted.